Event description:
It was reported that malfunction alarm code malf 12 occurred, but the malfunction was resettable and did not recur after the customer followed advice to reset the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer continued to use the pump for insulin therapy.